Event description:
The customer called to report repeated no delivery alarms. Troubleshooting was performed and the insulin pump passed the leadscrew test, but she stated that no insulin exited. There was also an error alarm in the alarm history that erased all of the settings. The customer reported, a blood glucose reading of 570 mg/dl. The customer later called back and stated that the insulin pump was continuing to alarm no delivery. The customer declined further troubleshooting and only wanted the insulin pump replaced. The customer stated, that her blood glucose levels were so high that she did not know what to do. The customer was advised to have her husband take her to the hospital for treatment.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.